Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the active directory was not connecting and multiple patients were not crossing over to all the stations. A technical support specialist (tss) connected to the application server, identified a carefusion coordination engine (cce) disconnect through the downtime query, restarted external messaging and related net services. Tss then dialed into the cce, resolved the issue by starting and setting carefusion services to automatic, ran a critical override inbound query, confirmed message recovery and cleared inbound delays by restarting or rebooting the services. Tss confirmed that the messages were drained and all messages were cleared from critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing to all stations, and active directory (adt) was not connecting. The customer mentioned that the same error message was displayed on the health sight viewer (hsv) external system indicating meditech_adt_rx was down. The customer confirmed that they had checked with hospital information technology (hit), who rebooted the adt system; however, the issue persisted. The customer also reported that patients were visible on the server, but users were unable to see them on the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.